Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that doesn't turn. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was not running smoothly. Further, there was a short circuit in the cable. The motor and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The defective motor and defective motor cable would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/09/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on an unknown date, it was observed that the micro tornado hp w hand control device was not turning. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.